Event description:
Allegedly, patient suffering from mom complications. Additional information received 04/08/2016. Added hospital, product ID number, lot number, and the implant/explant number. (Left).